Event description:
It was reported the customer received a motor error alarm during the fill tubing process. Customer's blood glucose was 122 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no delivery and no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and motor tests. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.